Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned and the reported device separation was confirmed. The reported inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported device separation, inflation issue and patient effects of air embolism, hypotension, myocardial infraction and thrombosis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use specifies: note: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. After placement of the 3.0 x 15 mm nc trek balloon catheter at the lesion without any resistance felt during advancement, several attempts were made to inflate the balloon; however, no inflation could be seen on angiography. After retraction of the balloon catheter, again without resistance, from the patient it was observed that there was no balloon on the catheter. Angiography was performed to see if the balloon remains in the patient although it is unsure if the balloon was there from the start, and the angiography was inconclusive. It was stated that when the balloon catheter was checked before the procedure nothing special was observed and there were no difficulties experienced during preparation of the device. The balloon; however, was not soaked prior to use. Unfortunately the attempted balloon inflations caused an air embolism as well as intracoronary thrombus causing an st elevation myocardial infarction, no flow and an abrupt blood pressure drop. The patient was treated with medications through an IV, followed by the use of a new 3.0 x 15 mm nc trek and deployment of a non-abbott 3.5 x 24 mm stent restoring timi iii flow. The patient was placed in intensive care but is doing well. No additional information was provided.